Event description:
The patient was wearing the pod on the leg for approximately 5 to 24 hours when the patient believed that the pod was not delivering enough insulin. The patient attempted to deliver 2 units every hour and increased water intake to avoid diabetic ketoacidosis. The patient began experiencing sickness, stomach pain, nausea, high blood glucose, and ketones measured at 0.8 (units not provided). Due to worsening symptoms, the patient sought medical attention on (B)(6) 2026. At the hospital, the patient¿s blood glucose was 23.6 mmol/l (425 mg/dl). The patient received 9 units of long-acting insulin (lantus). Although the medical team advised removing the pod, the patient declined at that time, believing it was still delivering some insulin. The patient ultimately removed the pod the following morning and received replacement pods at a follow-up clinic visit. The patient no longer possessed the pod for return and declined to send log files. The hospital visit lasted approximately 6 hours, and the diagnosis associated with the event was hyperglycemia.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.